Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from march 26, 2020 - march 27, 2020. H10: two (2) actual devices were received for evaluation. Visual inspection on two (2) returned units found particles embedded in the material of the tubing line. The embedded particles were measured to be < 0.30 square mm in size and found to be within the product specification range. The embedded particles were identified to be polyvinyl chloride (pvc) material via ftir spectroscopy test. Pvc is the raw material of the device tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red particulate matter on the tubing of forty five (45) large volume infusors prior to patient use. There was no patient involvement. No additional information is available.